Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no malfunctions aside from the allegation reported in b5. Based on the results of the investigation, the cause is very likely excessive force by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the rigid scope had the eyepiece broken. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken eye piece was excessive force by the customer. Olympus will continue to monitor field performance for this device.